Event description:
It was reported that during a stenting procedure in a mildly tortuous and moderately calcified distal right coronary artery, pre-dilatation was performed with a non-abbott balloon, a mini vision rx 2.5 x 18 was deployed but did not expand well due to vessel characteristics, therefore, the voyager nc 2.5 x 12 balloon was inflated once to 8 atmospheres for 30 seconds and ruptured. There was no reported resistance during advancement or retraction of the balloon. There was no reported adverse patient effect or sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast in the inflation lumen and the balloon was loosely folded, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator filled with water was used to pressurize the balloon. There was a pinhole rupture over the balloon distal marker, thus confirming the reported rupture. Balloon material ruptures may be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. To ensure this type of damage is not a result of manufacturing, all balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release. Scanning electron microscopy (sem) analysis concluded that the balloon failure may be attributed to mechanical damage to the outer diameter (od) surface. A longitudinal leak was found in a crease over the distal marker. Mechanical damage was found at and around the leak on the od surface. Damage was also found adjacent to the leak at the distal end of the balloon. In this case, there was no report of any leaks noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. In this case, the patient anatomical conditions were reported as mildly tortuous and moderately calcified and it was reported the balloon catheter was used to post dilate a stent that did not expand well, which could have contributed to the balloon rupture below the rated burst pressure (rbp). A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Based on the information provided with the incident, returned goods, and sem analysis, the balloon rupture appears to be related to the circumstances of the procedure and not a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion. Guide cath: taiga. Stent: mini vision 2.5 x 18. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The mini vision is being reported under a separate medwatch report number.